Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had the video image cuts out when angulation control lever was manipulated to the down position and then returns when manipulated to the up position. The issue occurred during diagnostic drug induced sleep study. The procedure was completed with the same device. There were no reports of patient harm.